Event description:
A distributor reported that a touchscreen on a device was cracked or shattered, rendering it unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The device was scheduled to be returned, and a replacement pump was provided.